Event description:
Pt was implanted with skyline plate system and interbody cages c4-c7 in (B) (6) 2009. Distal screw on the 3 level construct broke at mid shaft approx 7 months post-op. Pt is fusing well and surgeon does not believe that the screw will migrate as they have been stable for 2-months. He will continue to monitor pt. As an event of this nature can result in the need for surgical intervention, an MDR is filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion. Images confirmed the fracture of the screw. Screw breakage/loosening are listed as a potential adverse outcome of cervical fixation. At this time the surgeon believes that pt will fuse and does not expect to have to take further action.